Event description:
It was reported to boston scientific corporation that a stone cone was used in during a stone retrieval procedure performed on (B)(6) 2022. During withdrawal/closure, the coil broke in two parts. The procedure was completed with n-trap. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).